Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor issue with the pump. It was reported that the pump had completed the rewind step twice without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: a review of the pump black box data showed no activity outside of normal use. A ¿rewind¿ sequence associated with a cartridge change was observed; a ¿suspend¿ was unacknowledged for one hour on 04/14/2015. During testing, the pump successfully completed the ez-prime steps with motor alarms or other warnings occurring. The product performed within specification. The keypad was found to be intact and all buttons responded properly. The pump¿s cover was removed and no intermittent condition was found to the motor flex/assembly. No debris was found in the cartridge compartment. The motor rewind issue was unable to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.